Event description:
It was reported that the bladder of an infusor sv2.5 ruptured. This occurred while the device was being filled manually with a syringe. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the device evaluation has not yet begun. Upon completion of the evaluation or if any additional relevant information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation; however, the evaluation is not yet complete. Visual inspection observed the ruptured bladder. Microscopic examination revealed markings on the interior surface of the bladder that are an indication of internal damage. The initial evaluation confirmed the reported condition. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact cause of the reported condition was not determined. Should additional relevant information become available, a follow-up report will be submitted.